Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage at the air vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch that experienced leakage during use. It was stated in the report, ¿a chemotherapy drug leaked from the air vent. Neither abnormalities nor patient safety cases after replacing with a new one. The event was noted during infusion, and there was no patient harm in the event."

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.